Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 10atm for 30-60 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole at the proximal markerband. The encore inflation device was verified before and after the procedure using a druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 10atm for 30-60 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.